Event description:
(B)(4) clinical study. It was reported that non st elevation myocardial infarction (nstemi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 100% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 16 mm promus element¿ plus stent, resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with nstemi and was hospitalized. Troponin values were noted to be elevated (peak troponin = 0.030 ng/ml, uln = 0.010 ng/ml). The coronary angiography revealed significant distal isr of previously placed study stent and was treated with direct stent placement using a 2.75 x 12 mm promus stent, resulting to 0% residual stenosis. In addition, the stenosis in mid left circumflex (lcx) was treated with direct stent placement using a 3.00 x 12 mm promus stent, resulting to 0% residual stenosis. Hence, the stenosis in mid right coronary artery (rca) was also treated with direct stent placement using 3.00 x 12 mm and 3.00 x 16 mm promus stents in overlapping manner, resulting to 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).